Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said he has not been using the male catheters because the opening around the bag is cutting his penis. Doctor said to call pw to complain. The cutting of the penis had been going on for a while and nobody had solution for pw cutting patient. Auth said the bag is sharp on the opening where the penis is placed into. Patient has a unit they can't use, has bags they can't use and would like some sort of compensation. Penis not only bleeding but also has scarring marks. It's unclear if lot number was requested. Used with male wicks. No additional information provided. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said he has not been using the male catheters because the opening around the bag is cutting his penis. Doctor said to call pw to complain. The cutting of the penis had been going on for awhile and nobody had solution for pw cutting patient. Auth said the bag is sharp on the opening where the penis is placed into. Patient has a unit they can't use, has bags they can't use and would like some sort of compensation. Penis not only bleeding but also has scarring marks. It's unclear if lot number was requested. Used with male wicks. No additional information provided. No medical intervention was reported.